Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sore under the vibration box. The patient is bed ridden and is unable to sit up or move on his own. Pt has a wound care nurse that put a gauze bandage on the area. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sore under the vibration box. The patient is bed ridden and is unable to sit up or move on his own. Pt has a wound care nurse that put a gauze bandage on the area. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sore under the vibration box. The patient is bed ridden and is unable to sit up or move on their own. Pt has a wound care nurse that put a gauze bandage on the area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.